Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem ("adjust belt" messages, arrhythmia alarms, asystole events) has been confirmed. As received, the monitor failed incoming functional testing. The cause for the failure and the reported messages and alarms and false asystole events was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving frequent "adjust belt" messages and arrhythmia alarms and had reported false asystole events.